Event description:
Country of complaint: (B)(6). Complaint states: a piece of optilene mesh hadn't been sealed when opening the package.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: evaluation is ongoing.